Event description:
It was reported the patient developed an infection. The device and lead were removed and will be replaced at a later date. No further patient complications have been reported as a result of this event. Infection was reported. The device and leads were removed and will be replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information was received. It was further reported that the patient had a hematoma that was evacuated prior to developing the infection. The species was identified as proprion bacterium. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.